Event description:
The manufacturer received information alleging device does not stop sounding an alarm with display of ventilator inoperative. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed by operational checking that ventilator inoperative alarm sounds. The manufacturer¿s service technician observed evt_mach_flow_drift_high, machine flow sensor drift above the specification (>0.2lpm), in the device's event log. Software fix was run and the device's flow sensor was replaced to address the issue.